Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections: b3, g4, g7, h2, and h10. The initial reporter is a biomedical technician. The device connection was loose and connection would be lost with any movement. The procedure was completed by holding the device in place during the procedure. The device was swapped out after the procedure. There was no other damage or abnormalities observed with the device.

Manufacturer narrative:
There is a correction to the device history record review statement. These were not reviewed for manufacturing as there is a possibility of error in the serial number. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, and h10.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record were not reviewed as the issue is not related to design or manufacture. The issue of the broken connector latch of the device is likely to be the cause of age and prolonged use.

Manufacturer narrative:
Additional information for the event is not available as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded intermittent image. The video connector of the device had a worn out and broken latch and did not hold the camera in place securely. When the pigtail was wiggled there was loss of image. The main switch of the device could be updated as well.

Event description:
As reported for this event, during an unknown procedure, the device connector latch was found to be broken and the camera would not stay in position. There was no reported adverse impact to the patient.